Event description:
It was reported that when using the bd pyxis¿ es server, was not accessible. When attempting to log in, the system displayed a spinning circle. Hsviewer showed error messages for es devices. A server reboot was performed, but the issue persisted. It was suspected that the es devices were in critical override because the es server was inaccessible. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was down. A technical support specialist (tss) verified that there were no network connectivity issues, as communication tests were successful with no packet loss. The tss identified the root cause as a temporary degradation of application server services affecting data synchronization and identity functions. The tss confirmed that the issue was resolved after the server was rebooted, which restored normal station connectivity and synchronization. The tss also noted preventive measures, including ongoing service monitoring, system log review, and periodic maintenance. The tss advised the customer to proceed with case closure. The system functioned as intended after technical support specialist troubleshot the device.